Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information. The other proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that suture placement using two proglide devices was successful in the common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 7f. The arteriotomy was upsized to 24 f and the aaa procedure was completed. Reportedly, after the aaa procedure, during the arteriotomy closure, the knots seemed loose after knot advancement. Hemostasis was achieved using another proglide device. Reportedly, on the opposite common femoral artery, the suture broke when the plunger was removed during a preclose technique. Another proglide was deployed, using the preclose technique, with the same results. Two additional proglide devices were successfully deployed using the preclose technique. The arteriotomy was upsized to 22 f and the aaa procedure was completed. After the procedure the successfully deployed sutures were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.